Manufacturer narrative:
Qc in jan-2021 was acceptable for all 3 meters. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Unique identifier (UDI) #:(B)(4).

Event description:
The initial reporter received questionable glucose results with accu-chek inform ii meter serial number (B)(4) compared to meter serial numbers (B)(4). The result from meter (B)(4) at 06:20 was 281. The result from meter (B)(4) at 06:23 was 383. The result from meter (B)(4) at 06:25 was 152. The result from meter (B)(4) at 06:33 was 256.